Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead was non-functional with no usable vectors and stimulating non-cardiac tissue. A fluoroscopy was completed to reveal the lead had dislodged. The lead was capped on (B)(6) 2021 but not replaced. The patient was stable.